Event description:
Consumer complaint of low blood glucose results. Customer states fasting results are around 99-115 mg/dl. Results in memory are (B)(6) at 8:98a 77 mg/dl, (B)(6) at 3:12a 86 mg/dl, (B)(6) at 6:09a 69 mg/dl, (B)(6) at 6:22a 64 mg/dl, 195 mg/dl, (B)(6) at 1:00p 60 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).